Manufacturer narrative:
The insulin pump was received with constant failed battery test alarms. The battery tube was disconnected then reconnected and no failed battery test alarms were noted afterwards. Unable to perform functional tests including the prime, occlusion, displacement and excessive, no delivery alarm tests.

Event description:
The customer called to report high blood glucose readings between 234 to 380 mg/dl for the past week. Troubleshooting was performed and the insulin pump passed the prime tes,t but failed the high pressure test. Nothing further was reported.